Event description:
The customer: the system displayed a generator error message. This message will result in a lockup or shut down situation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Various calibrations were completed. The system was found to be operating as intended.